Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2006. It was reported that he lost stimulation. An initial diagnostics test revealed invalid impedance readings on all lead contacts. Further interrogation was done via x-ray; however, no visible anomalies for the lead were observed. Follow-up on this matter found that impedance measurements from a second diagnostic test revealed invalid readings for only half of the pt's lead contacts. Effective stimulation was recaptured through reprogramming of the remaining valid electrodes. However, the pt has since reported feeling an overstimulation sensation across his sacral region. There are no immediate plans for surgical intervention at this time due to the pt's current health condition.